Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was not delivering, so they went to the hospital for assistance. The patient's blood glucose at the time of incident was 8.0 mmol/l. The customer confirmed that they changed the infusion set out and the blood glucose began to come down. The customer was advised to call medtronic next time an issue occurs in order to receive assistance. No products were shipped or returned.